Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. Additional information was requested, and the following was obtained: when did the suture breakage occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Surgeon facing problem post-op and information received by dr. (B)(6). Additional information was requested, and the following was obtained: please provide additional details about the breakage suture post-op experienced with vp2317s- lot t4038. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. 1. Resuturing required in all cases, was a prescription for steroids or antibiotics issued for the patient's recovery? If so, please provide the medication name, route, and dosage. 2. No steroids only antibiotics, please inform the patient¿s current health status and condition. 3. After resuturing all are fine, provide the source or name and title of external person providing answers to follow-up. 4. Dr. (B)(6). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. When was the re-examination/post-operative x-ray show the suture breakage? Was there any precipitating stress factor for the suture breakage? What instruments were used in this procedure to handle the suture? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent an appendectomy procedure on an unknown date and suture was used. The suture was broken and the patient required re-operation. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3a, a4, b3. Additional information was requested, and the following was obtained: 1. (B)(6) (female) age-8 year weight-20kg surgery -apendix surgery date - (B)(6) 2025.